Event description:
It was reported that during the implantation procedure, the coronary sinus was dissected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.